Event description:
It was reported that a physician attempted arteriotomy closure of a left common femoral artery (lcfa) using a starclose se device after a vein graft procedure. Reportedly, the physician dilated the tissue tract prior to starting the closure device deployment. The deployment of the starclose se was performed uneventfully; however, once the clip was fired, the device could not be removed from the patient's groin. The safety release features were used and the device came free from the groin. Manual arterial compression was applied for approximately 20 minutes to achieve hemostasis. The starclose se device was inspected and the clip was observed to be located on the flex guide; the vessel locator wings were in the closed position. The femoral angiogram performed prior to the index procedure showed heavy calcification of the posterior lcfa wall, and the access site was clean, with no calcification or scar tissue. The patient did not experience any adverse effect. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the device was received clip deployed, in the access port retracted state and with the deployed clip captured on the distal end of the device in the vessel locator wings (vlw), confirming the reported event. The vlw were fully retracted and undamaged and the pusher body joint was intact. There was no detected external or internal handle component anomaly. Clip capture on the distal end of the device may occur due to numerous factors including, but not limited to manufacturing,user technique/procedural or patient anatomy. The vessel locator assembly, where the clip was captured, is inspected during the manufacturing process to ensure proper assembly and operation so as not to interfere with the deployment of the clip. Additionally, a sampling of completed starclose se units from each lot are functionally and destructively tested to verify proper device operation and no failure was detected for this lot. Anatomically, the patient suffered from heavy arterial calcification and from peripheral vascular disease, both of which may have contributed to the event; however, this can not be confirmed. It was reported the noted calcification was only on the posterior wall of the artery and that the access site was clean with no calcification or scar tissue. However, per the starclose se instructions for use (IFU), it states: the safety and effectiveness of the starclose vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. Regarding user technique in the deployment of the starclose se device, there was no indication noted within the incident report to indicate a possible user deployment error. Based on the reported information and the investigation findings, there was no product quality deficiency and the probable cause for the event has been determined to be related to the operational context in the use of the device. Review of the finished device history records for this lot did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and found no indication of a lot quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.